Event description:
The FDA forwarded info (via medwatch) of a pt experiencing an acanthamoeba infection while including complete multi-purpose solution in their lens care regimen. Info reported via voluntary medwatch program: "pt contracted a serious eye infection, which has resulted in loss of vision. An acanthamoeba parasite in the cornea. Pt went swimming with contact lenses on. They have been battling this infection for three months. Pt is taking several antibiotics and a steroid, daily probably for the next six months to a year. According to add'l info provided on the form, the pt was treated with patanol, ciloxan, tobradex, trifluridine, cyclogyl, prednisolone, phmb brolene, neopolygram, homotropi {sic}, neopoly ointment, pred forte, no further info was received, despite 3 follow-up attempts (2 letters, 1 phone call) to the pt's mother (the reporter). The MFR sent a response to the FDA's request for add'l info on feb. 26, 2004.

Manufacturer narrative:
The actual device used by the pt was not returned to the MFR for eval. The MFR completed chemical analysis on a unit retained from the same lot of solution used by the pt; all results were within specifications. Review of the mfg record indicated that final release tests including appearance, ph, edta, phmb, poloxamer 237, osmolality, viscosity and sterility test results were acceptable.